Manufacturer narrative:
Product event summary: analysis found the analyzer had an intermittent loss of communication with the programmer.

Event description:
The analyzer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.